Manufacturer narrative:
H11. Corrective data: g3.3. Date received by manufacturer changed to 26/07/2023 since results of software analysis received. Intermediate investigation: in depth analysis of provided data could not confirm any reported freeze of the tablet. During the follow-up on (B)(6) 2023, the ble function was suspended due to inactivity. After a user input the programmer tried to reconnect but in the following all ble connection attempts failed. Based on available data, an issue with the ble function most probably on windows side can be suspected, which led to prolonged ending of the session. This behavior could have been interpreted by the user as a system freeze. To resolve the suspected freeze, the battery of the tablet was removed. During the follow-up on (B)(6) 2023, still issues with the ble connection have been observed and the communication was switched to inductive telemetry. The session was ended before memory data was complete read. The user was notified by a popup message indicating that memory data will be reset. This message was okayed which led to reset of the data before it was completely read. Since the brutal shutdown of the device was performed by removing the battery and the observed ble issue the tablet should be returned to microport for further investigation and a re-ghost afterwards.

Event description:
Reportedly the tablet froze during interrogation. The battery was removed in addition no ble connection with ECG was reported.

Manufacturer narrative:
Date received by manufacturer changed to 27/10/2023 since results of returned device investigation received. Final conclusion: in depth analysis of provided data could not confirm any reported freeze of the tablet. During the follow-up on 12 june 2023 the ble function was suspended due to inactivity. After a user input the programmer tried to reconnect but in the following all ble connection attempts failed. Based on available data, an issue with the ble function most probably on windows side can be suspected, which led to prolonged ending of the session. This behavior could have been interpreted by the user as a system freeze. To resolve the suspected freeze, the battery of the tablet was removed. During the follow-up on 19 june 2023 still issues with the ble connection have been observed and the communication was switched to inductive telemetry. The session was ended before memory data was complete read. The user was notified by a popup message indicating that memory data will be reset. This message was okayed which led to reset of the data before it was completely read. Upon reception, the returned tablet works properly, the defects mentioned in the complaint could not be reproduced. The subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field.

Event description:
Reportedly the tablet froze during interrogation. The battery was removed in addition no ble connection with ECG was reported

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the tablet froze during interrogation. The battery was removed in addition no ble connection with ECG was reported.